Event description:
It was reported the patient¿s bladder stimulator was not working. No symptoms were reported. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3093-33, lot# v098099, implanted: (B)(6) 2008, product type lead. (B)(4).